Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, post-operative neural response telemetry testing of the internal device revealed an electrode anomaly. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.